Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an alert was triggered and the impedance had decreased to 250 ohms. This was noted as possibly indicating an insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.